Manufacturer narrative:
Field b4 was updated to reflect the correct date. Previously submitted as (B)(6) 2023 and should have been (B)(6) 2023.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the plastic of the synchroseal instrument wrist was broken. There was no fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.